Event description:
The following has been reported: "problem: found with written note on it " motor rotation issues" action: motor rotation cable wasn't connected properly. Tested and unit working fine. Software updated. Resolution: unit sent to pump garage." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.